Manufacturer narrative:
Pump unable to prime during prime/delivery test due to faulty force sensor resistor. Pump passed the rewind, basic occlusion and displacement test. No motor error alarm noted. Motor passed motor test. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 180 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced.